Event description:
A customer reported that a system message displayed during a procedure, causing the system to freeze. Following a delay of more than 15 minutes, the surgeon was able to complete the case utilizing a manual technique. There was no pt harm, but there were cancellations reported; the number of cancellations is unk. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).